Event description:
During follow-up orthopedic office visit, x-ray was taken and confirmed that the nail had broken. Surgeon took the patient to surgery for hardware removal. Sonoma nail removed. Broken in three pieces.